Manufacturer narrative:
(B)(4). Concomitant product(s): a 00630505840 62531105 triology acetabular system 46mm large head liners, model 6310, unknown stem. Unknown cup. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2017 - 03628.

Event description:
It was reported patient was revised approximately 3 years post-implantation due to pain, discomfort and metallosis. The acetabular liner and femoral head were removed. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of returned product and provided revision op notes. As returned and noted in the revision op notes, the femoral head exhibits dark debris in the conical taper. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Revision op notes reported corrosion and osteolysis.